Event description:
The customer stated that the coulter lh 750 hematology analyzer possessed a leak under the instrument. The volume of the leak was approximately one and one half cups and was not contained within the instrument. The customer could not identify the source of the leak. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat, face shield and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No death or injury was associated with this event. No patient results were affected by this event there was an exposure plan in place at the facility.

Manufacturer narrative:
Service was dispatched to the site to address this event. The field service engineer (fse) confirmed the leak and found that line eighty one, which connects to the probe wipe, was torn. The line was replaced correcting the leak. The instrument was returned back into operation after completion of the repairs. No erroneous results were generated for this event, however a failure mode was identified which has the potential, upon recurrence, to cause erroneous, unflagged results. (B)(4).